Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested but not received to date. (B)(4).

Event description:
A deputy charge nurse reported that the sys stopped working during a cataract surgery with intraocular lens (iol) implant that took place about 2 months ago. It was also reported that there was no water flow. The sys was rebooted and the procedure completed. There was no pt impact and no sys message was displayed. Surgery was delayed for 20-30 minutes. Additional info has been requested but not received to date.